Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomed dept with a report of the touchscreen not working. It was reported this occurred prior to pt use. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, when powered on the device touchscreen did not respond when pressed and no further testing could be completed. No add'l info was provided.

Manufacturer narrative:
Testing and investigation at the svc ctr found the device touchscreen did not respond when pressed. This was found to be due to corrosion on the lower left and right bottom of the touchscreen. The probable cause was fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.